Event description:
Customer reported high blood glucose readings of 400 mg/dl. Customer stated that the case where the reservoir goes in and screws is cracked. Customer reported a missing part where the reservoir screws in. Customer's current blood glucose reading is 343 mg/dl and has treated with a bolus. Customer also mentioned that the black o ring is missing and that there is a crack on top of the reservoir. Customer further reported that the reservoir is spinning freely. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The test infusion set and reservoir tube was able to twist into the reservoir tube threads and remain in place. The insulin pump had a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads, a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.